Manufacturer narrative:
Testing and investigation found the device touchscreen buttons was responsive; however, the key alignment was slightly off. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional information was provided.